Event description:
Reportedly, the instrument cut the tissue but did not place staples on the tissue. Therefore, the operating time for the procedure was extended by one hour and a protective colostomy was performed to complete the case. Pt status: unk.